Event description:
[Tkmd safety needle] use for covid-19 under emergency use authorization (eua): needle bends considerably when inserting into the safety device and can snap before clicking. More needle sticks have occurred using these needles than ever previously in our organization so we have great cause for concern and would like the issue to be studied further. FDA safety report ID# (B)(4).